Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The medtronic digital marketing team reported via email of a belt clip anomaly from the insulin pump. The customer's blood glucose reading was unknown. The customer stated that a small piece of the pump broke off. The customer stated that the area that holds the insulin reservoir together is broken. The customer stated that the clip broke off as they attached it to the wristband. The customer stated that the carb numbers kept going higher on their down and it read "button failure". The customer stated that there is a crack on the battery housing and there is a failed battery test.